Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, dislodgement of the left ventricular (lv) lead was observed. The lead was explanted and replaced, and the patient was stable with no consequences.